Event description:
It was reported the patient lost therapy due to not charging the ipg. As a result, the ipg was unable to communicate with external devices. Surgical intervention may occur in the future.

Event description:
Further follow-up indicates the patient underwent surgical intervention. Effective therapy has been restored.